Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/01/2011 and 07/13/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).